Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
74-year-old male patient with a history of coronary artery disease, type ii diabetes mellitus, renal insufficiency, and prior coronary artery bypass graft surgery received an impella 5.5 device for management of acute decompensated heart failure secondary to non-ischemic cardiomyopathy. Before impella implantation, the patient was supported with two inotropic medications and mechanical ventilation. On the fifth day of support, the patient experienced an episode of hypotension, which was resolved with the addition of medication. After 11 days of impella support, the patient showed significant clinical improvement, and the device was successfully explanted.